Manufacturer narrative:
(B)(4). Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and damage to drive support cap. The customer¿s blood glucose level was 500 mg/dl to 600 mg/dl. The customer experience difficulty in breathing due to high blood glucose value. The customer treated high blood glucose with bolus from insulin pump. Based on customer¿s report customer does not allege under delivery. The customer stated that the drive support cap was flush. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.